Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle came off from the thread on both suturing devices.

Manufacturer narrative:
Additional information: a1, a2, a4, 5b, b3, b5, g4, h6. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lumbar laminectomy procedure, the needle came off from the thread on both suturing device. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.